Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with no external damage. Event history log review was performed and found was an acu watchdog and primary audible alarm post errors in history. Visual inspection, start-up process, flow, and occlusion testing were performed. The customer's reported problem could not be duplicated. According to the investigation, the pump main cable connection was not glued down to the main board. Investigator's replaced the pump speaker as a preventative measure. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical medfusion 3500 pump exhibited primary audible alarm bgnd test. No reported adverse effects or patient injury.